Event description:
It was reported to st. Jude medical that during an attempted implant, lead perforation was observed. Hence, the lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.